Event description:
Patient's mother reported patient was having problems with his infusion sets from this lot. Mother stated patient often received an e4 (occlusion) error on his infusion device and sometimes the infusion sets were leaky where the cannula housing connects to the infusion tubing. Mother reported the patient noticed the issue 3-4 months ago. Mother stated sometimes the patient experiences elevated blood glucose levels. Mother reported the patient will change the infusion set and take a correction via the infusion device. Mother stated she has no more information at this time and the patient was at school. Several attempts were made to contact the patient without success. No further information is available. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.